Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebv0686 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that when attempting to place the catheter in patient, the guidewire was inserted and the wire seemed to catch and the nurse was unable to advance. The nurse attempted to remove the guidewire, during removal the nurse noted that it did not seem to come out smoothly. Once the wire was removed the nurse noted that the part of the wire remained hanging out of the insertion site. Nurse pulled slowly and removed it with the tip intact. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed and the cause appeared to be use related. The product returned for evaluation was a 0.018" x 50cm nitinol guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was broken and the coil wire was unraveled at the distal tip of the wire. It appeared that the inner core wire had broken which allowed the outer coil wire surrounding it to unravel. Microscopic examination of the fracture sites revealed the following: shearing of the wire at the break which was indicative of direct contact with a hard-edged instrument (such as an introducer needle). Material necking of the wire at the break which is a characteristic feature of a strong pull on the wire. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against sharp edge of the needle bevel causing shearing damage. The product instruction for use (IFU) contains the following information which may be relevant to this type of event, "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and guidewire as a unit to help prevent the needle from damaging or shearing the guidewire." An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of rebv0686 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that when attempting to place the catheter in patient, the guidewire was inserted and the wire seemed to catch and the nurse was unable to advance. The nurse attempted to remove the guidewire, during removal the nurse noted that it did not seem to come out smoothly. Once the wire was removed the nurse noted that the part of the wire remained hanging out of the insertion site. Nurse pulled slowly and removed it with the tip intact. No patient injury reported.